Manufacturer narrative:
The customer reported that the transmitter nibp cuff will not stop inflating without manual intervention. The device was returned to nihon kohden but evaluation of the device has not yet begun. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the transmitter nibp cuff will not stop inflating without manual intervention.

Manufacturer narrative:
The customer reported that the transmitter nibp cuff will not stop inflating without manual intervention. The unit was evaluated and the problem was duplicated. Upon inspection it was found that this units respirations malfunction and will be sent to nkc for an evaluation due to an electronic malfunction , unit was cleaned and all labels need to be replaced. The device was returned for evaluation. Thus, product malfunction was identified. Based on the information provided at the time of the event assessment, no patient harm occurred as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.